Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert for out of range right ventricular (rv) lead pace impedance measurements. The patient presented to the emergency room for evaluation and no noise was able to be reproduced. The physician opted to program tachycardia therapy off. Boston scientific technical services (ts) reviewed device data and the rv impedances were stable until (B)(6) 2018 when they began to increase to 700-900 ohms. Then there was a single spike in impedances about 2,000 ohms. There was no noise noted in any stored events. No adverse patient effects were reported. At this time, the patient is reviewing their options for a revision procedure. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of an acute spike in impedance was unable to be reproduced during laboratory analysis. The device was found to be operating within specifications.

Event description:
It was reported that there was an alert for out of range right ventricular (rv) lead pace impedance measurements. The patient presented to the emergency room for evaluation and no noise was able to be reproduced. The physician opted to program tachycardia therapy off. Boston scientific technical services (ts) reviewed device data and the rv impedances were stable until (B)(6) 2018 when they began to increase to 700-900 ohms. Then there was a single spike in impedances about 2,000 ohms. There was no noise noted in any stored events. No adverse patient effects were reported. At this time, the patient is reviewing their options for a revision procedure. This product remains in-service. Additional information was received that this patient underwent a revision procedure and the lead was surgically capped and abandoned. The patient then received a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert for out of range right ventricular (rv) lead pace impedance measurements. The patient presented to the emergency room for evaluation and no noise was able to be reproduced. The physician opted to program tachycardia therapy off. Boston scientific technical services (ts) reviewed device data and the rv impedances were stable until (B)(6) 2018 when they began to increase to 700-900 ohms. Then there was a single spike in impedances about 2,000 ohms. There was no noise noted in any stored events. No adverse patient effects were reported. At this time, the patient is reviewing their options for a revision procedure. This product remains in-service. Additional information was received that this patient underwent a revision procedure and the lead was surgically capped and abandoned. The patient then received a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.